Event description:
The pt did not have substantial therapeutic benefit from the implant. She got a migraine every time the stimulation was turned on; she could not remember if this also occurred during the trial. The stimulation was turned off several months ago due to the migraines. The pt had a past lead revision (reason not provided) and three weeks post revision she had severe pain so a new lead was implanted on the opposite side. It was also stated that impedances were greater than 4,000 ohms on all pairs except: c, 2; c, 3; and 2, 3. F/u info from the company representative indicated the pt had 2 leads implanted but was only utilizing one. The device was reprogrammed around the pain and was waiting to see how she does with the new settings. No further info was available at this time.

Manufacturer narrative:
(B) (4).